Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the wrench could not be removed from the setscrew. In trying to get the wrench loose the set-screw was backed out of the connector block by the physician. The physician pulled hard enough to pull the silicone seal out of the header in trying to get the wrench loose. Since the patient was dependent the physician did not want to take any time to work on getting the set-screw back into the connector block and elected to no longer use and replace the device. The patient was asymptomatic during the procedure and was fine post surgery.

Manufacturer narrative:
Final analysis found the original model torque wrench would not insert into the hex inset of device setscrews. The wrench will not go into the setscrews because shape of the hex tip is deformed. The hex shape of the wrench tip is non-symmetrical. The sides of the hex tip have different lengths. The non-symmetrical hex tip cannot be inserted into a symmetrical shaped hex setscrew inset. This is a wrench supplier manufacturing anomaly that formed the non-symmetrical hex tip of the torque wrench. The pm2240-(B)(4) device was found normal.